Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to conceal reservoir was folded and fluid would not go back and forth. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.